Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Conclusion code failure (event) observed during analysis. A partial lead with the distal tip measuring 49.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.5-14.2cm from the distal tip. The etfe coating was damaged during explant at this location.